Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) funeral home. Information identified in the paperwork indicated the patient died approximately 11 months post implant of the ipg system. A cause of death per the paperwork was "end of life". Additional information was requested and not received.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis.

Manufacturer narrative:
The information submitted reflects all relevant data received.attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).